Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a cybersecurity update, the wand slipped during the download and update failed. Device went into backup bvvi and patient experienced pacemaker syndrome. Device restoration was successful and patient symptoms ended. No further attempts were made to update the cybersecurity.